Event description:
Health professional reported "gastric slip."

Manufacturer narrative:
Medwatch sent to FDA on: 18-sep-09. The product associated with this report will not be returned for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number of implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number or the implant date. Device labelling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."